Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion of the driveline was not returned. The inlet tube and the proximal half of the inflow conduit flex section were returned detached from the device. The distal half of the inflow conduit flex section and the inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned detached from the device. Examination of the sealed inflow conduit revealed no evidence of developed depositions or thrombus formations, suggesting that there was proper surface washing through the cannula. Therefore, the report that positioning of the inflow conduit was sub-optimal could not be confirmed through this evaluation. Analysis of the outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly of the pump body revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. A correlation between this deposition and the report of a cerebellar infarct that occurred in (B)(6) 2016 could not be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 33 days. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital in (B)(6) 2016 for dizziness with a neurological work up significant for a small cerebellar infarct, likely embolic. The patient was discharged home on warfarin with a higher inr target of 2.5-3.0 for elevated lactate dehydrogenase (ldh). The patient had been doing well at home; however, on (B)(6) 2016, the patient was found unresponsive and hypotensive and was transferred to the hospital. A non-contrast head CT scan was negative. The patient's ldh was elevated around 965 u/l despite an inr of 2.6, with high suspicion for device thrombosis. The patient was started on a heparin drip and remained in the hospital with a target partial thromboplastin time (ptt) of 80-100 seconds. Despite heparinization since (B)(6) 2016, the patient's ldh remained around 600 u/l. In addition, the patient's cxr revealed suboptimal position of the lvad inflow cannula. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
Age/date of birth, weight, describe event or problem, other relevant history, model #/lot #, implant date, explant date, approximate age of device, device manufacture date: corrected information. (B)(4). Approximate age of device - 1 year and 3 months.

Event description:
Correction information: the patient underwent a pump exchange on (B)(6) 2017.